Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that during the implant procedure, there was tissue on the helix of the lead and the lead was unable to be fixed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.